Event description:
A ventilator was returned to the manufacturer for service. There was no harm or injury reported. During the evaluation of the device at the manufacturer's service center, the device had a nurse function failure during testing. The customer does not want any repairs done to the device. The device will be returned unrepaired, information will be provided that device may not be appropriate for use and device must be evaluated prior to any future use.